Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and high pacing lead impedance were observed. It was suspected that the pacing ring was damaged during implant. Device was reprogrammed and patient will be monitored closely. There were no adverse consequences to the patient.